Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported condition. The root cause investigation is in progress.

Event description:
This is a solicited report by a physician from (B)(6) of aseptic peritonitis and recurrent aseptic peritonitis in a (B)(6) male patient coincident with extraneal viaflex, physioneal, unspecified product, and nutrineal pd4 unknown bag therapies. On an unreported date in 2009, the patient began treatment with extraneal viaflex, physioneal, unspecified, and nutrineal pd4 unknown bag (doses, frequencies, and lot numbers not reported) intraperitoneally (ip) for peritoneal dialysis (pd). On (B)(6) 2011, the patient experienced aseptic peritonitis manifested by cloudy effluent and was hospitalized. On an unreported date in (B)(6) 2011, nutrineal pd4 unknown bag was withdrawn. The patient received remedial therapy with unspecified probabilistic antibiotic therapy. On an unreported date in (B)(6) 2011, the patient was discharged and the aseptic peritonitis was reported as resolved. On (B)(6) 2011, the patient experienced another episode of aseptic peritonitis was hospitalized. On an unreported date in (B)(6) 2011, extraneal was withdrawn. The patient received remedial therapy with unspecified antibiotic therapy. As of (B)(6) 2011, the patient was still hospitalized. Physioneal, unspecified product therapy was ongoing. It was not reported whether the event of recurrent aseptic peritonitis resolved. The physician stated that the events of aseptic peritonitis and recurrent aseptic peritonitis were possibly related to extraneal viaflex, physioneal, unspecified product, and nutrineal pd4 unknown bag therapies.